Event description:
The esophageal ii wallstent was placed 8/5/97 in a pt that previously had an esophagectomy. On 1/15/98, the pt was presented due to coughing when drinking fluids. A bronchoscope was passed through the trachea into the esophagus. The proximal wire ends of the wallstent were visualized protruding into the trachea where no fistula had existed prior to implant. The stent was removed and the fistula was repaired. The erosion was approx the size of a pea. The pt is doing fine according to the physician.